Event description:
It was reported that the right atrial (ra) lead had low p-waves and high thresholds. During a revision procedure the physician also decided to revise the right ventricular (rv) lead due to a "suspicious location". The rv helix was blocked. The rv lead was explanted and replaced. The ra lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The helix of the lead was extrinsically bent,the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and visual summary analysis of the lead indicated apparent explant damage. The analyst also noted:the helix is bent, and no accurate measurement possible. Lead returned with helix fully retracted with tissue and blood in it.

Event description:
It was reported that the right atrial (ra) lead had low p-waves and high thresholds. During a revision procedure the physician also decided to revise the right ventricular (rv) lead due to a "suspicious location". The rv helix was blocked. The rv lead was explanted and replaced. The ra lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.